Manufacturer narrative:
Correction information: section h.10. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was obtained intermittently. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The residual gas analysis (rga) test was above the test limit. This device had moisture that exceeded the residual gas analysis test limit. The source of this problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was obtained intermittently. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis (rga) test. This device had moisture that exceeded the residual gas analysis test limit. The source of this problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action was implemented. Feed-thru assemblies from this vendor are no longer used. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing intermittency issues. Programming adjustments have been made; however, the issue did not resolve. Revision surgery has been scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.